Manufacturer narrative:
E1: event city: (B)(6) event country: serbia name: medtronic minimed country: united states of america street address: (B)(4) city: (B)(4) state: (B)(4) zip code: (B)(4) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced insulin flow block alarm event occurred on (B)(6)2026. This led to high blood glucose level during the night and treated with insulin pen.